Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm when the patient was changing out the onboard batteries. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed split housings, fractured housing bosses and damage to the main printed circuit board assembly (pcba), which was likely the result of an impact shock. Despite the damage, the driver passed all functional testing with no anomalies or alarms. Review of the alarm history (eeprom) revealed an alarm code that can be produced during exchange of onboard batteries while the freedom driver is operating only on onboard battery power and not plugged into an external power source. It is unknown if the patient's freedom driver was plugged into an external power source at the time of the reported fault alarm. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated during this investigation. The reported fault alarm could not be functionally reproduced during investigation testing. The freedom driver performed as intended, and there was no evidence of a device malfunction. The freedom driver system guidebook for patients and caregivers (f-900014-en), at section 5.2, recommends that the freedom driver have at least two sources of power to operate and should be plugged into an external power source when replacing an onboard battery. If connection to external power is not available, another charged onboard battery must be promptly inserted into the freedom driver. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm when the patient was changing out the batteries. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in follow-up MDR.